Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00212, 3007963827-2022-00213, and 0002648920-2022-00177. Medical devices: articular surface medial congruent (mc) left 12 mm height catalog#: 42512100412 lot#: 65334146. Tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot#: 65329302. All poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 65346185. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via study that the patient developed a pulmonary embolism requiring hospitalization approximately forty (40) days post implantation. No further interventions have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a deep vein thrombosis (dvt)/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism (pe). Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated, the patient developed a post-operative complication, and medical intervention was completed to treat the pe.

Event description:
No further event information available at the time of this report.